Manufacturer narrative:
At this time no conclusions can be made regarding the bard/davol ventrio (device #1) used to treat the patient. The patient's attorney did allege injuries; however, no details have been provided. No lot number has been provided therefore a review of the manufacturing records is not possible. Should additional information be provided a supplemental emdr will be submitted. This emdr represents the bard/davol ventrio (device #1). An additional emdr was submitted to represent the bard/davol ventrio (device #2). The patient's attorney did not make any allegations regarding the implanted bard/davol phasix st device. Not returned.

Event description:
Attorney alleges that on (B)(6) 2011 and (B)(6) 2012, the patient underwent surgery for implant of an unspecified bard/davol ventrio (device #1) and (device #2). It is alleged that the patient underwent surgery for implant of an unspecified bard/davol phasix st. As alleged, on (B)(6) 2016, the patient had unspecified injuries. As reported, the patient is only making a claim for an adverse patient outcome against the two (2) ventrio (device #1) and (device #2). As reported, the attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient."